Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad was treated with one resolute onyx stent. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The index procedure was prompted by stable angina and positive stress test. The mi occurred in the lad. If information is provided in the future, a supplemental report will be issued.